Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an unexpected restart alarm after battery change. During troubleshooting, it was found that an external ram error alarm was also received. Customer's blood glucose was unknown. After troubleshooting, it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with constant a21 alarms after battery changes due to faulty component on the interface board also, moisture damage was found on the all electronic assemblies noted. No unexpected a17 alarms or reset anomalies noted during testing. However, the insulin pump passed self test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.